Event description:
Four patients with discrepant hemoglobin results, all repeat results performed on a different analyzer with alternate methodology. Pt 1, initial result 10.9 g/dl, repeat 13.2 g/dl. Pt 2, initial result 10.5 g/dl, repeat 13.9. Pt 3, initial result 10.5 g/dl, repeat 14.2 g/dl. No info provided to determine if results were used to guide therapy. If additional info is received, appropriate notification will be provided.